Manufacturer narrative:
Analysis found the unit with loud motor noise due to faulty motor. However, the unit passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. There was no motor error alarm occurred.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarms. The customer's blood glucose was 218 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.